Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the arm. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the g6 device and which may affect the g6 readings. The patient reported that the cgm was displaying a sensor error. During this time, the patient started feeling disoriented. The patient´s family called an ambulance and the patient was taken to the emergency room where he was diagnosed with diabetic ketoacidosis (dka) and treated with IV insulin. Additionally, the patient was using blood glucose finger sticks to monitor his blood glucose while the cgm was not providing readings the patient was hospitalized for 3 days, recovered and was discharged. Data was provided for investigation. The problem of or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of diabetic ketoacidosis.